Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the device being connected was compromised resulting in the reported loose/intermittent connection difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the copilot device falls out [disconnects] from other devices during the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. Another copilot was used to complete the procedure. No additional information was provided.